Manufacturer narrative:
A voluntary medwatch form 3500 was received (report # mw5161782); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intra operatively during the placement of the left bundle branch lead, the lead exhibited placement difficulties along with a difference in pacing pattern. The lead was attempted not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b5 and h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intra operatively during the placement of the left bundle branch lead, the lead placement positions could not achieve appropriate pacing parameters. Multiple attempts resulted in no success and when the physician attempted to replace the lead, the lead could not be disengaged from the septum. The proximal end of the lead helix appeared to be stretched, while the distal end deformed. Repeated attempts of rotating the lead body resulted in lead disengagement from the septum. The lead was attempted not used. No patient complications have been reported as a result of this event.